Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) field service engineer was informed that the customer visera elite video system center was returned to the service/repair center for a reported ¿the image sometimes goes blue screen¿ during salpingectomy when using an electric knife (non-olympus). The user had to restart the device. There was no more than a 15-minute delay. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was not returned. Therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It was confirmed, that the device was shipped according to the specifications. It has been over 2 years, since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time, because the device was not returned. Olympus will continue to monitor field performance for this device.